Event description:
As reported to coloplast though not verified, pt was implanted with aris mesh. Later the pt experienced urinary tract infections, yeast infections, sense of protrusion or bilging from the vagina, hematuria, dyspareunia, infection of severe granulation tissue, mesh erosion, vaginal bleeding, mild odorous vaginal discharge, subsequent stress urinary incontinence and losing urine during intercourse. An excision of the eroded mesh, vaginal wound exploration and repair for postoperative hemorrhage were performed.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report.